Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the obturator, threaded anchor, cannula, trocar circular and envelope seals appeared intact. A functional evaluation found that the device passed an air leak test. All other components functioned normally. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total pancreatectomy by laparoscopy procedure, the trocar favored the escape of the pneumoperitoneum towards the abdominal causing a subcutaneous effusion to neck with significant respiratory compromise, reaching redi-lateral acidosis (up to 7.5), despite compensatory maneuvers by anesthesiology. They were forced to convert the technique to open surgery and perform minimal assistance incisions in order to complete the procedure.